Event description:
The customer contact reported blood loss. The clave port was accessed with a 3ml "tubex syringe" to deliver an unspecified medication.after the nurses removed the syringe,the silicone sleeve of the clave remained depressed and an unspecified amount of blood loss was noted.the clave port was capped.no medical interventions were required.though requested,no additional information was provided.